Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8583, lot # n232281, implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an MRI to either confirm or rule out epidural abscess. Drug delivered via the device was baclofen. Follow-up information was requested but was not available at the time of this report.